Event description:
It was reported that a bed check pad was accidently plugged into a phone line by staff at (B)(6) center. It was reported that this caused the pad to generate heat and burned the patient.

Manufacturer narrative:
According to (B)(6) medical center, the mat developed a charred spot on it due to being plugged into a higher voltage phone line. Marshall medical center south admitted and concluded it was user error for pad failure and that a training session would be completed for staff members. Per instructions on the bed check sensormat, "connect sensormat to the control unit." Instructions also state, "for continued safety, test system performance before using, and daily thereafter."